Event description:
This 72-yr-old male had implantation of a penile implant in 1990 which has now stopped working. Gros exam: loss of fluid in the reservoir due to noted hole between the reservoir and the attachment of one of the pumps to the cylinders.